Event description:
We received an allegation about discrepant negative results for 1 patient urine sample tested with the chemstrip 10 md urine test strips when compared to a microscopic urinanalysis testing. The leucocytes result from the urine test strip was visually read as negative while it resulted in a leucocytes value of >100 when it was tested microscopically. The unit of measurement was not provided. The customer stated that the physician sent out the samples for re-testing because symptoms were shown on the patient.

Manufacturer narrative:
The expiration date of the test strip lot number 75515403 was 31-mar-2025. The customer stated that they do not perform any qc on the strips. The 2 test strips lot numbers were received for investigation. The investigation is ongoing.

Manufacturer narrative:
Correction: one test strips lot number was received for investigation instead of two. Section d9 was updated. One vial of the customer's test strips' lot number 77738702 containing 45 of 100 test strips was received for investigation and showed no signs of damage and no abnormalities. The received test strips lot number 77738702 and the retention material lot numbers 75515400 and 77738700 were all measured by visual reading with 0-native-urine and a leucocytes-dilution-series. The investigation results revealed that no false negative results were observed and that the materials fulfill the requirements. The product release/stability review of the customer's test strips' lot numbers 77738702 and 75515403 passed all checks during production steps and were released without restrictions. The investigation did not identify a product problem. The root cause was consistent with the supernatant from the centrifuged sample been measured with the strips leading to a negative result when compared to laboratory result. Due to different measuring technology, the results may slightly differ and one range difference is acceptable.